Manufacturer narrative:
Siemens' investigation into the reported incident is ongoing. A supplemental report will be submitted to the FDA upon completion of this investigation. This MDR is being mailed on (B)(4) 2013.

Event description:
Siemens was notified on (B)(4) 2013 that the patient's ventilation tubing became caught on the plexi strip and the plexi strip and the plexi strip was pulled out of place. Reportedly, the CT technician was uncertain of whether the patient or the tubing pulled the plexi strip out of place while the patient was being moved into the gantry bore. The patient's tubing stayed connected and there was no injury reported.